Manufacturer narrative:
The device is not being made available for evaluation at this time. Should the device become available. A follow-up report will then be submitted. Attorney represented.

Event description:
It is alleged the unit malfunctioned when it became stuck and customer was unable to exit the unit. Fire department was called to get customer out of unit. Two weeks later same event happened and customer was forced to throw herself from unit resulting in injury.